Manufacturer narrative:
The device was returned to the authorized repair center for evaluation. Endochoice became aware of the complaint during a routine review of scope repairs on (B)(6) 2018. Based on the results of the repair center evaluation, the ccd was replaced. The device was returned to use.

Event description:
During a procedure, images were distorted and at times images were lost. There was no reported consequence to the patient.